Event description:
A patient reported blood glucose results of "122 mg/dl and 92 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The check strip and control solution were replaced.